Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -9.0/+2.5/93 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. During implantation, the lens was caught in the foam tip plunger during the process of loading and pushing it into the eye and it tore. After approximately an hour and a half, the lens was exchanged with a similar lens was implanted and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in a small vial. Visual inspection found the lens and haptic torn and a piece of the lens missing. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: previous report statement "single-use device was reprocessed and reused on a patient" is incorrect. (B)(4).